Manufacturer narrative:
This report is being supplemented to provide a correction to the previously reported investigation results as information was inadvertently missed. The subject device was returned to olympus for evaluation and the customer's allegation of an e226 error code was not reproduced. However, the evaluation found the objective lens and adhesive portion peeling, the image disappears during angling and an e216 error code. Based on the results of the investigation, the definitive root cause of the reported issue, e226 error code, could not be determined as it was not replicated during device evaluation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope displayed a e226 error code (communication error) that was cleared after a device reboot was initiated. The issue was found during an unspecified therapeutic procedure. The intended procedure was completed using the same set of equipment. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following phenomenon "objective lens adhesive part peeling off", "image disappears at the angle", and "error code e216" were likely caused by damage to the image sensor unit (disconnection, etc.) Or failure of the mounting components of the electrical board (integrated circuit (ic) chips, capacitors, etc.) Due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: we have confirmed that the inspection method for the event 2 is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 endoscope inspection". We have confirmed that the inspection method for the 3/4 event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". Olympus will continue to monitor field performance for this device.